Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 12.7 mmhg. Readings were observed under the manufacturer's patient care network database.